Event description:
It was reported that force sensor test error event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed no damage on top case. No damage on bottom case. Customer?s reported issue was duplicated. Fluid ingression inside plunger head. Fluid ingression (fluid inside the plunger head assembly) caused failed force sensor calibration. The root cause of the reported issue was determined to have been caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Actions taken to mitigate the reported issue: replaced complete plunger head assembly. Performed power up process and device passed all the test.